Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus without user input resulting in a "low" blood glucose level; a bg value was not provided. Review of the pump data logs verified customer overrode recommended bolus and delivered a larger bolus than intended. Customer maintained belief that pump was delivering insulin without user input. Customer drank juice to address bg. Reportedly, a replacement pump was sent to resolve the issue.